Event description:
The patient reported she fell and since then could not get it to "penetrate down there" and programming "got off balance." Patient stated it was not doing it's "bump." Patient stated she did not know what health care provider (hcp) left settings on but hcp tried everything to get patient to feel the "bump" down there and he didn't want the patient to be left on that level. Patient met with hcp last friday and stated patient should get a new program because he couldn't get patient to feel stim. Patient stated hcp wanted patient to meet with representative because implantable neurostimulator (ins) was not working. Patient stated she did not know what setting she was on, "5, 5 something." Patient stated hcp couldn't get it to program and that her "hip wouldn't let it come on." Patient stated she tried to change batteries in patient programmer (pp), but that did not change. Representative will call patient next week to put her on a schedule. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for gastrointestinal/ pelvic floor.